Event description:
During use of maxillofacial fixation system, 2 drill bit tips and one screw head broke off in pt's mandible. Sizes are 12 mm screw head and 1.5 mm drill bits with 20 mm shaft length. Placement of 2 plates was successfully completed. Md does not forsee any complications from leaving these in mandible. Pt undergoing "ganioplasty" and "rhydidectomy". No add'l treatment indicated per md.